Manufacturer narrative:
The reported event of bubbles could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
On an unknown date, a 45/80mm 8f amplatzer delivery system was selected for use. During the procedure, the physician observed bubbles that created a gas embolism on the coronary arteries. The patient presented with chest pain. A coronarography was performed and no patient consequences were reported.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a 45/80mm 8f amplatzer delivery system was selected for use. During the procedure, the physician observed bubbles that created a gas embolism on the coronary arteries. The patient presented with chest pain. A coronarography was performed and no patient consequences were reported.